Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported constant discomfort, sensitivity and increase in tmj symptoms. Therefore, inability to complete the treatment. The dentist confirmed the treatment plan will not correct the overbite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.